Manufacturer narrative:
The device has been received for investigation. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 4.0.2 operating system: bp4a.251205.006.s921usqs6dze2 hardware: sm-s921u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that blood glucose levels rose to 415 mg/dl while wearing the pod between 36 and 48 hours on the back. The patient¿s mother reported insulin leakage during wear. Upon removal, the cannula was no longer inserted into the infusion site and was reported to be kinked. As treatment, the pod was removed and replaced.